Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of high frequency output and appearance. Upon inspection of the returned device, it was noted that the teflon pad (tissue pad) was worn and the tip was peeled back. Based on the condition of the subject device, a likely mechanism causing the reported event might be the following: nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal and cut mode (this includes after tissue resection). This might have caused the tissue pad to partially wear out and peeled off. The instructions for use includes the following statements that warn against the issue: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
As reported for this event by the customer, during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the device teflon pad peeled back. The procedure was completed with a new device. There is no harm or adverse impact to the patient.